Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor pad fractured. The fractured impactor pad was discovered after the surgery was completed and did not impact the surgery at all. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product found that it was fractured. The item was sent out for fracture analysis and the features of this fracture surface and mode align with those reported in zrm_wa_0507_19 rev. 2 summary of failure analysis of knee impactor fractures. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.